Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable pump infusing unknown morphine for non-malignant pain. It was reported that the patient mentioned that the they had their pump filled on wednesday. The patient stated the nurse withdrew 24ml of medication. The patient stated that caused them to suspect that either the catheter stopped up or something is going on with the handset. The patient stated the button on their jeans was caught their pump and it hurt which got their attention. The patient stated they noticed there was a mass up around the pump area. The patient stated they had trouble getting the needle in the pump for the refill. They withdrew more morphine than they were expecting from the pump, only 5ml was gone. The patient stated they have contacted their healthcare provider's (hcp's) office regarding their concern. The manufacturer's patient services specialist (pss) redirected the patient to their hcp to further address refill discrepancy.

Event description:
Additional information was received from the healthcare provider who reported that no mass was identified. They would re-evaluate at the next visit. Per the arnp (advanced registered nurse practitioner) filling the pump the area of concern was most likely catheter or hematoma, not medication. Per the healthcare provider, compared to the expected volume 5.2ml a residual volume of 7.4ml was noted a 2.2ml discrepancy and they would re-evaluate at the next pump fill.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# serial# (B)(6), implanted: (B)(6) 2017, product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8780, lot# serial# (B)(6), ubd 2019-01-31, UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.